Manufacturer narrative:
According to the facility, in april, during a patient transfer from bed to the wheelchair the patient hit the bed frame and required wound care, sutures, and a pressure dressing to their left lateral shin. The device is available but will not be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, in april, during a patient transfer from bed to the wheelchair the patient hit the bed frame and required wound care, sutures, and a pressure dressing to their left lateral shin.